Event description:
Unable to reload the endostitch after using once. Second endostitch device failed to load also. Diagnosis or reason for use: suturing device for hysterectomy. Event abated after use stopped or dose reduced: yes.